Event description:
It was reported the patient still had concerns regarding their device or therapy, but were seeking further help from their manufacturer representative.

Event description:
It was reported that the patient never had therapeutic effect. The patient didn¿t think the thing was working and upped it 5 times and still got no reaction. The patient had the implantable neurostimulator (ins) and already did the trial. When the patient left the hospital they were below 1v and were now at 1.25v. The patient felt stimulation intermittently and didn¿t want to increase because they didn¿t want to get jolted. The patient was told to contact the manufacturer with any questions. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer representative saw the patient in their health care provider¿s (hcp¿s) office about 1 week after the reported incident. The manufacturer representative reprogrammed the patient and they were able to feel stimulation in the pelvic floor area. The manufacturer representative had not heard anything since.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0nwkb, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).